Event description:
It was reported that device contamination occurred. A 1.50mm x 12mm emerge balloon catheter was selected for use. However, it was found that the inner packaging was damaged, and the device sterility was compromised. The procedure was completed with another of same device without any patient complications reported. The patient was stable.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: the fg emerge otw, us 1.50mm x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft and no issues were identified with the outer / mid-shaft sections or the inner lumen of the device. The balloon cones were reviewed, and no issues were noted. The bumper tip showed no signs of distal tip damage. No device issues were identified during the returned product analysis. There was no evidence of any device use, and no device packaging was returned for analysis.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. A 1.50mm x 12mm emerge balloon catheter was selected for use. However, it was found that the inner packaging was damaged, and the device sterility was compromised. The procedure was completed with another of same device without any patient complications reported. The patient was stable.

Event description:
It was reported that device contamination occurred. A 1.50mm x 12mm emerge balloon catheter was selected for use. However, it was found that the inner packaging was damaged, and the device sterility was compromised. The procedure was completed with another of same device without any patient complications reported. The patient was stable.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).